Event description:
The customer reported via phone call that they had a no delivery alarm. The customer also reported their tubing was bent upon removal. Customer's blood glucose was 253 mg/dl. The customer stated they were able to resolve the issue by straightening out their tubing. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.